Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, cartridge crack and scratch the iol. The iol was removed and replaced. No patient harm was reported. Additional information has been requested and provided that there is no patient harm and hospitalized. The surgery was completed by using a preloaded device with no issues. There was a patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).